Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - n/a. This is 1 of 2 MDR reports submitted for the same event. (See: 9610576-2012-00019 / 00020).

Event description:
It was reported that patient underwent a surgical procedure on (B)(6) 2012. During the tightening at the level of the screw head, the screw broke. The threaded portion of the screw remains implanted in the patient.